Manufacturer narrative:
Concomitant medical products: 305u229 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead. This lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.